Event description:
It was reported that the customer went to the school nurse with an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Customer changed supplies and gave a manual injection to address bg. Reportedly, after school the customer went to the emergency room with a bg of 600 and ketones identified as dangerous by a healthcare professional; cause of intermittent elevated bg was unknown. The customer was treated with intravenous fluids of saline and insulin. Customer was released later the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.